Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb. Additional suspect medical device components involved in event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 14305261. UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a explant procedure for an unspecified reason. No additional information is available at this time.